Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: during a cto of the rca the tip of the twin-pass fractured off. Physician attempted snaring of the device, but the tip ended up being moved distally, and is no harm to patient. Physician stented the rca pda/pla with a good angiographic result. Additional information received on 07sept2021: during an rca cto, the physician was successful with guidewire access in the true lumen. The physician than used the twin-pass to access the rpla. He withdrew the twin-pass and noticed that its tip was in the pda. He was not able to remove the twin-pass catheter's tip, but pushed it to nearly the end of the pda. The left anterior descending gives collaterals to the distal pda. The physician did a culotte stenting technique, which resulted with good antegrade flow, and evidence of distal retrograde filling. The physician reports not knowing how the tip broke off. The catheter's tip containing both marker bands was pushed distal in the pda. The case was completed without another device. Current patient condition is reported as fine.

Manufacturer narrative:
One-unit of twinpass was returned for evaluation. Blood particulates were found on the catheter. The guidewire lumen and outer polymer were torn longitudinally from the distal opening to the proximal opening of the gw lumen. Approximately 0.7-0.8 cm of tip was missing. A manufacturing record was reviewed. There are no nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. A patient underwent a procedure for a cto of the rca. A twinpass catheter was used in the procedure. The tip of the twinpass fractured off. The damages are likely to have occurred during use in the procedure along with other devices used against a vessel with cto. Per IFU, a warning and precaution are stated as of the following: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in catheter damage or vessel injury. - exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Additional information was requested from the account. A response was received. The physician got a true lumen access, used the twinpass to get to the rpl (right posterior lateral). It was noted that the tip was in pda. The tip was unable to be removed or snared. It was pushed to end of the pda. The lad gives collaterals to distal pda. A culottes stenting was performed. Good antegrade flow and distal retrograde filling was noted. It is likely that catheter was manipulated against resistance, incurring damages when used against a calcified vessel and anatomical factors. The physician stated that it is unknown how the tip broke off. Angiogram images were shared by the account. The images pertained to the rca and its branches. The marker band of the catheter can be noted to be present at the pda with a guidewire. It is inconclusive to state if this was the point where the twinpass broke. No other images were shared. Case was completed without another device. The patient's condition was reported as fine post procedure. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.